Event description:
Home pt (hp) reports air note in pt line of homechoice set in fill 1, after hp primed pt line of set as per procedure, noting no air in pt line. Baxter tech advised hp to end treatment at that time and to reset up with new supplies. No pt injury or medical intervention reported by hp or unit rn. As of this date, pt and hcp have not responded to requests for followup info.